Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was patient said their device hasn't been working since friday. Patient said for a while they had to have their stim voltage at the highest settings but then received new programs and now have lower settings. Patient said they would like to change it to another program they think works better for them. Patient also asked if there was a way to start at a lower setting when changing programs because they said sometimes when they change to a new program it shocks them (called patient back to ask event date for shocking, but patient did not answer and ps left a message). Patient confirmed it was overstim from changing programs, where another program was at a higher setting and confirmed they decreased stim to a comfortable level. Reviewed how to avoid overstim when changing programs. Patient successfully connected programmer to ins, changed programs and increased stim to a comfortable level. Patient said they could feel stim comfortably and they can feel it in a different spot. Patient said the other program they could feel stim more toward the back and they feel like that program didn't help as much to get them to go to the bathroom. Patient will monitor symptoms after changing programs. Patient said they have a call in for an appt with their hcp. Patient said they see their hcp every 6 months and they give patient an update on the status of ins remaining life.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a health question regarding their manufacturer device or therapy/stimulation therapy for urinary control. They asked if you could ever get a shocking sensation where the battery was placed? A clinical summary booklet was emailed to the patient, and they were advised that pain at the neurostimulator site is a possible adverse event, and that if they experienced pain at the implant site, the manufacturer recommended they work with their physician who was familiar with their therapy and was in the best position to evaluate their symptoms. The success of the therapy depended on working closely with their physician. The patient reported that on saturday or sunday, they noticed shocking in their back where their ins was located that felt like they were touching an electric fence. They said it had been on 2.9 volts, and they moved it to 2.4 volts. They kept turning it down, but it was still not taking away the shocks. The patient said the doctor called them back and told them to turn it off completely. They had to leave it off until they saw the doctor on (B)(6) 2022. They were successful to use their programmer to sync, and confirmed stimulation was off during the call. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.